Event description:
It was reported that the guide wire was inserted without difficulty via the basilic vein. The dilator insertion was attempted, but it was difficult to pass it through the skin. The dilator and guide wire were removed. Upon removal, it was noticed that the guide wire was "broken" into two pices. The separated portion was retrieved via a vein dissection. There were no additional pt complications.